Manufacturer narrative:
The investigation for the reported low flow has been completed. The device was not returned. Data logs review showed several purge pressure alarm occurred and sudden drop of motor current. Clinical details reported possibility of clot burden, and the patient began to deteriorate, usage of inotropes and pressor was increased. Root cause most likely biomaterial ingestion. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a low flow issue with an impella rp device. As a result of the low pump flow and coinciding increased motor current, the rp pump was explanted from the patient. Patient support continued with venoarterial extracorporeal membrane oxygenation (va ECMO). There was no reported harm to the patient.